Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device displayed a "internal comm failure-1175" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the calibration log files and attributed to user error. When calibrating the device, the user must ensure the calibration file has been completely downloaded prior to interrupting the calibration. The user interrupted the calibration process before the file had been completely downloaded and completely installed. A successful calibration was later performed to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.